Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed the word 'service' on the screen and had illuminated its service led. The word 'service' shown across the display is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control received the removed system pcb assembly. The issue could not be duplicated. Further root cause could not be determined.

Manufacturer narrative:
The third-party service agent confirmed that the system pcb is no longer available for return. The root cause of the reported issue has been determined to be due to the system pcb assembly, further root cause could not conclusively be determined .

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed the word 'service' on the screen and had illuminated its service led. The word 'service' shown across the display is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed the word 'service' on the screen and had illuminated its service led. The word 'service' shown across the display is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had displayed the word 'service' on the screen and had illuminated its service led. The word 'service' shown across the display is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There were no reports of patient use associated with the reported event.